Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 20-nov-2024. Investigation summary bd received one hundred (100) samples for investigation. Twenty (20) returned samples and twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off or underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes push off and underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using an unspecified number of bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes, the device pushed off the connected acquisition device and filling was incomplete. There were no health consequences or impacts reported.

Event description:
It was reported when using an unspecified number of bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes, the device pushed off the connected acquisition device and filling was incomplete. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off or underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes push off and underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.